Event description:
It was reported that the insulin pump alarmed button error when the act button was pressed. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a stained end cap sticker, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label, cracked lcd window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.